Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse performed a check on probes and dispenses and also performed calibrations. The cse replaced the reagent probe syringe due to probe dipping. The cse inspected the wash block, aspirate probe and probe dispenses, pumps, tubing and fittings. The cse inspected and cleaned the luminometer, adjusted the reagent compartment rocker and performed empty and fill. The cse ran multi-diluent check and ran quality controls, which were within range. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, all resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.